Event description:
It was reported that during a da vinci hernia repair procedure, the customer noted that the monopolar cautery instrument hook tip was difficult to remove from the instrument. Customer further noted that there was possibility that a piece might be in instrument. No missing or fallen pieces were reported. No patient harm, adverse outcome or injury was reported. The surgery was completed.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation observed that the grip adapter has a part of the hook lodged inside the adapter lumen. The visible section that stuck was roughly .04 x .08 in size. Additional observation not reported by site was that the grip tip adapter displayed scratches around the outer threading and material was missing from the damage. Additional observation not reported by site was that the tips were broken. One of the electrical contacts inside the adapter was broken and missing. Failure analysis concluded that damage was likely due to mishandling. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a MDR reportable event; however; the damage to the instrument's grip tip found during failure analysis investigation could cause or contribute to an adverse event if the failure mode were to recur.